Event description:
Event description guidant received information that the patient with this pacemaker had an inflammation of the pocket. The physician suspected an allergic reaction and ordered an allergy kit, but the inflammation disappeared on its own. One year later, the patient's right ventricular thresholds increased from 1.8v to 4.0v with intermittent loss of capture. The patient presented at the emergency room and fluid was discovered in the patient's pericardial sac. The thresholds decreased back to their original level within a few days, but the patient remained hospitalized for two weeks. One year later, the device was prophylactically explanted. This device is part of the 2nd population of the hermetic sealing advisory.